Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that the patient faced an issue with infusion set as it was leaking at the tubing. The patient had reported a high blood glucose level. The blood glucose level at the time of issue was noticed as 300 mg/dl and still went up. The infusion set was used for 30 minutes. The patient replaced the infusion set and resumed on insulin successfully. No further information available.